Event description:
Hosp emergency room personnel responded to a person described as in ventricular tachycardia. The device was connected to the pt with ECG electrodes and synchronized cardioversion with the device's standard paddles was initiated. According to the rptr, the device would not correctly synchronize on the pt's qwave, rwave, swave. A backup device was called for and immediately used. No adverse affects to the pt were reported as a result of the alleged malfunction.